Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: hg7ns3p13, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 26-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (50 g/ (dosing period: on (B)(6) 2024 to ongoing), 35 g/ (dosing period: not entered to on (B)(6) 2024 discontinued) via implanted infusion pump indicated for spinal cord injury. It was reported that the catheter was falling. On (B)(6) 2024, it was confirmed via imaging that the position of the catheter tip had dropped from th8 to l2/3. On (B)(6), the patient requested to have the itb system removed, so gabalon was replaced with saline and the patient's condition was observed. At present, hospital visit was scheduled on (B)(6), and on (B)(6), the itb system would be removed or the spinal catheter would be replaced. Catheter drop was not observed 1 week after surgery, but it was confirmed 2 weeks later. It was reported that the causal relationship to catheter was unknown. There was no causal relationship to the pump, programmer, or procedure.

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot#: hg7ns3p13; implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding what surgical intervention resulted regarding catheter replacement or full system explant, it was indicated that the details were unknown. The catheter was explanted/revised on (B)(6) 2025 and the issue was resolved. The cause of the catheter dropping was unknown. The device was discarded.